Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device was unable to undergo flow rate testing due to an upstream occlusion alarm. Evaluation found the upstream sensor to be failing causing the constant false upstream occlusion alarm. The upstream sensor was replaced. The device will undergo flow rate testing upon completion of repair to ensure proper functionality. Should additional relevant information become available, a supplemental report will be submitted.